Event description:
Patient reported "bi-rads 3 nodules" confirmed via MRI, "breast tissue with simple adenosis, ductal ectasia, stromal fibrosis and exogenous pigmentation (charcoal)." And "periprosthetic capsule wall with mural fibro hyalinization. Mild lymph histiocytic inflammatory infiltrate and deposition of hyaline material on the capsular surface." Conservatively, rupture is being added to record for "one of the prostheses was broken", side was not specified. This record is for the right side. Device was explanted. It was later reported "the patient reported that no imaging tests had identified a rupture.", "benign, sparse cysts", "intramammary lymph node on the periphery of the right breast, benign".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "bi-rads 3 nodules" confirmed via MRI, "breast tissue with simple adenosis, ductal ectasia, stromal fibrosis and exogenous pigmentation (charcoal)." And "periprosthetic capsule wall with mural fibro hyalinization. Mild lymph histiocytic inflammatory infiltrate and deposition of hyaline material on the capsular surface." This record is for the right side. Device was explanted. It was later reported "the patient reported that no imaging tests had identified a rupture.", "benign, sparse cysts", "intramammary lymph node on the periphery of the right breast, benign". Conservatively, rupture is being added to record for "one of the prostheses was broken", side was not specified.